Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed evidence of short battery life. A visual inspection of the pump showed that the battery compartment and pump casing were cracked. Evidence of moisture contamination was found under the audio bolus button cover. The returned battery cap was able to attach on to the pump. The pump¿s current draws were found to be out of specifications. Evidence of moisture contamination was found on the internal clock battery, transceiver board, and inside the pump cover. The internal clock battery was disconnected and the current draws returned to specifications. Unrelated to the complaint, the audio bolus button was intermittently unresponsive. (B)(4).